Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that before intraocular lens (iol) implant procedure, haptic stuck in injector. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and confirmed that, the whole iol was removed, when the lens could not be ejected due to haptic was stuck in the injector.

Manufacturer narrative:
Correction information was provided in h.6. (The imdrf health impact code of f1905 was missed to be submitted in the previous supplemental MDR). The manufacturer internal reference number is: (B)(4).